Event description:
It was reported that the customer's insulin pump had been damaged. Customer's blood glucose level was not provided at time of reporting. Nothing further reported

Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.